Manufacturer narrative:
Pt was implanted at l5/s1 and reported having a good outcome. The cause of the pain which began 3-years post op is not known at this time. Recommended that the pt discuss this directly with a medical professional. No definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.

Event description:
Charite pt contacted depuy spine reporting that he is experiencing back / leg pain. He was implanted during the trial (B)(6) 2001. He did well for the first three years but then began to experience back and leg pain. His pain has increased over time and he is involved in pain management program. Cause of the pain cannot be determined however, as an adverse outcome was reported an MDR is filed to document this event.